Manufacturer narrative:
Technician found bed in storage area. No head up functions. Replaced head up and head down valves to resolve this issue.

Event description:
Complaint alleged, no head up functions. No injuries reported.